Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoirs had a leak. The customer's blood glucose level was 6.2 mg/dl. The customer reported that the insulin pump had pump error twice. The customer also reported that she received a box of reservoirs and there were leaks in the reservoirs. The reservoir will not be returned for analysis.